Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter. It was reported that all signals were lost and there was noise on the recording system and the carto 3 system. The cable was replaced with no resolution. When the catheter was replaced, the issue resolved. The procedure was completed with no patient consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since the patient's heart rhythm was not visible to the operator, this event was assessed as a reportable malfunction as a lack of monitoring of the cardiac rhythm while devices are intracardiac might lead to undetected cardiac rhythm that can be life threatening.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter. It was reported that all signals were lost and there was noise on the recording system and the carto 3 system. The cable was replaced with no resolution. When the catheter was replaced, the issue resolved. The procedure was completed with no patient consequence. The returned device was visually inspected and it was found in normal conditions. The catheter was evaluated for carto 3 and biosensor functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was visualized; however electrode #2 was observed black. Per this condition, the catheter was evaluated for electrical resistance and current leakage and it failed on electrode # 2. Further examination revealed that the lead wire # 2 was broken causing the electrode failure. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Catheter failed on electrode #2. Based on available analysis finding results, it could not be identified whether the issue is related to an internal or an external cause. In addition, all the catheters are 100% tested for electrical features.